Event description:
It was reported that the system was explanted due to patient death. There is no known allegation from a health professional that the death was related to the device.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 15.5cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was normal. Without return of the entire lead, a complete analysis could not be performed.